Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was hospitalized due low blood glucose on (B)(6), 2021. Blood glucose reading was 20 mg/dl at time of event. Customer blood glucose was 266 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was intrevenous infusion for low blood glucose. The pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.